Event description:
It was reported that the bd insyte-w¿ IV catheter experienced the needle through catheter. The following information was provided by the initial reporter: before the catheter is inserted, the caregiver performs a test consisting of pushing back and then advancing the needle into the catheter. On several occasions and with different operators, the needle pierced the catheter during this manipulation.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and automatically rejected by the inline tip spear vision inspection system. The needle pierced through catheter could also occur during product application when the product was manipulated. As no photos or samples were returned for evaluation, the actual root cause could not be established. The following controls have been put in place to prevent and detect the needle being pierced through catheter from occurring: the vision system camera is not out of focus when capturing the defect by using various metal blocks for different gauges to prevent the vision assembly from dropping under its weight and the catheter is aligned to one side using vacuum to aid the insertion of the cannula thus reducing the likelihood of this nonperformance from occurring. A daily challenge of the vision system is performed, and visual inspection is performed during outgoing inspection. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-w¿ IV catheter experienced the needle through catheter. The following information was provided by the initial reporter: before the catheter is inserted, the caregiver performs a test consisting of pushing back and then advancing the needle into the catheter. On several occasions and with different operators, the needle pierced the catheter during this manipulation.